Event description:
The kimberly clark tecnol duckbill surgical masks are splitting at the side seam.======================manufacturer response for fog-free surgical mask, tecnol duckbill======================manufacturer provided rga# for return evaluation of product.